Event description:
The patient was found by his parent to have pulled the green curos caps off of his fluid lines and tried to put them in his mouth. The parent stated that patient was choking on one of the caps and had been removed by parent. The patient's lung sounds clear, easy work of breathing and saturations are 100%.